Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient is experiencing instability and is being considered for a revision by the surgeron.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown natural knee femoral lot# unknown. Unknown natural knee tibial lot# unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Per the current n-k ii system package insert, instability of the knee is a known risk of this procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right total knee revision surgery due to instability.